Event description:
It was reported that the customer had low blood glucose levels of 30 mg/dl. It was reported that the customer was brought to the hospital to bring up her blood glucose levels. The customer reported having incorrect settings on the insulin pump causing the low blood glucose levels since she was new to the insulin pump. The customer declined to troubleshoot as she had already gone to her health care provider. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.